Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this device the right atrial (ra) lead lead was connected to the device and out of range pace impedance measurements were noted as well as high pacing thresholds and loss of capture resulting in asystole. No loose connection was noted which was checked with x-ray. The physician alleged a possible connection issue thus a new device l331/782345 was used but the out of range pace impedance measurements persisted. The ra lead checked with the pacing system analyzer (psa) and normal measurements were noted, but a lead fracture was suspected. The ra lead was cut and part of the lead will be returned. The device will also be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.